Event description:
It was reported that a vns pt was referred to an ent surgeon due to his dyspnea during stimulation. The pt indicated the surgeon scoped him and told him his larynx is scarred. The surgeon diagnosed him with "spasmotic dysphoria." His larynx spasms and tightens during stimulation. This condition constricts his airway making it difficult to breathe. Taping the magnet over the device to stop stimulation resolves the dyspnea. The ent recommended the pt see a speech pathologist to assist in decreasing the muscle spasms. The neurologist sent x-rays to the manufacturer for review to assess the vns placement. Review of the x-rays showed placement of the vns device to be normal. No discontinuities were observed on the lead body. The neurologist also indicated the pt's vns device would be programmed off. The pt is currently being seen by a speech pathologist and is reported to be doing much better. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, vns placement appeared normal.